Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis and fever in a patient, coincident with dianeal low calcium (dianeal low calcium (2.5meq/l) peritoneal dialysis solution with 1.5% dextrose) therapy. On (B)(6) 2011, the patient began dianeal low calcium therapy (dose, frequency and lot number not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent, abdominal pain and fever. The cause of the peritonitis was the environment; was not safe. On an unreported date, the patient began treatment with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported a break in aseptic technique by patient described as poor therapy performing environment. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.